Event description:
It was reported that the patient presented in clinic. It was discovered that the patient's implantable cardioverter defibrillator (ICD) had migrated due to patient weight loss, causing decreased connection integrity with one of the leads. A chest x-ray was performed to confirm the migration of the ICD. This resulted in the ICD exhibiting high capture thresholds and failure to capture, causing the patient increased fatigue and shortness of breath. The ICD exhibited premature battery depletion due to the increased capture threshold. The ICD was noted to be palpable when the patient lied on their left side, and mild lower extremity swelling occurred after sitting. The ICD was explanted and replaced. The patient was stable throughout.